Event description:
During the treatment of a subarachnoid hemorrhage (sah) by the doctor, the first detachable framing coil was placed in the ruptured aneurysm (ref# 547730, lot # 20413926, lawson number (B)(4)) but the coil did not detach. A second detachment device was used and the device still did not detach. Eventually a izds connecting cable (ref# 451102-5, lawson # (B)(4)) was used- the light for acknowledgment on the detacher device did not light up and still no detachment was possible. The coil was removed and a new device was used.